Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue was with the wireless footswitch and not with the wired footswitch. The system was outside of use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. During troubleshooting, the fse identified that the wireless connection was operational, and the battery was charged. Despite this, the wfs did not function properly when the fluoroscopy pedal was pressed. The fse suspected an issue with the fluoroscopy pedal and replaced the wfs to resolve the issue. After the replacement, the system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failure was observed. Philips has re-evaluated this complaint. The issue occurred without patient involvement and was identifiable prior to procedure commencement. Alternatively, a second (wired) footswitch is also available to use with the system. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch had a malfunction due to a loose contact. No harm was reported to philips. Philips has started an investigation of this complaint.